Event description:
It was reported that during a coronary stent procedure of a very tight proximal lesion, the stent came off the delivery balloon. The physician had unsuccessfully attempted to direct stent and upon removal of the delivery device system, the stent came off the delivery balloon in the rca. Another stent was used to secure the undeployed stent against the vessel wall in the mid right coronary. Pt status is listed as "okay".